Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a link break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional 2 proglides referenced are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with three proglide devices was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortogram with popliteal aneurysm repair. Reportedly, when the plunger was removed the suture was not deployed with all three proglide devices. The procedure was completed, and hemostasis was achieved post procedure using a starclose se device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.